Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for treatment of a 10 cm abdominal aortic aneurysm. Aneurysm size and vessel morphology at the time of implant are unk. It was reported that approx 29 months post implant the pt was emergently brought in for severe back and abdominal pain. The CT demonstrated that due to the large size of the aneurysm and disease progression, resulting in dilatation of the aortic neck, the stent graft has migrated with a type I endoleak. The physician surgically converted the pt to a conventional stent graft.